Event description:
It was reported that during an implant procedure, the physician could not placed the lead in the correct spot and posterior. After a failed attempt using different needles, the physician decided to abort the case.